Event description:
It was reported that the pulse generator exhibited noise which resulted in ventricular high rate episodes. The device was reprogrammed and remained implanted. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.